Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, difficulty breathing, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100107455 was reviewed. A lot search was conducted on the reported lot and similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a registered nurse and concerns a (B)(6) female patient who was injected with 1.5cc of radiesse(+) to an unspecified site on an unspecified date. Medical history and concomitant medications reported as none. Within two hours of injection, the patient experienced an allergic reaction, clarified as swelling, redness, pain, tenderness, facial edema, difficulty breathing and difficulty swallowing. Treatment reported as prednisone and triamcinolone injections intramuscularly. Causality reported as related. Lot number reported as 100107455. Outcome reported as healed in five days.